Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the tip of the guide catheter separated from the shaft and remains inside the patient. The physician inserted the guide catheter into the patient. The physician inserted a stent delivery catheter and successfully placed the stent. The physician noticed thrombus distal to the placed stent and decided to remove the thrombus. The physician advanced the guide catheter forward into place. The physician inserted an angiojet device and successfully removed the thrombus. The physician inserted a second stent delivery catheter and noticed that the tip of the guide catheter had become torn away from the shaft; however, still attached to the guide and also on the guide wire. The physician then attempted to remove the guide catheter and exchanged the smaller guide wire with a larger one and pulled the guide catheter back out of the vessel to the tip of the introducer sheath. The physician pulled the guide catheter through the sheath; however, the tip of the guide catheter became separated and traveled into the patient's leg. The tip of the guide catheter remains inside the patient. The patient is reported to be fine. The guide catheter will be returned for evaluation.